Manufacturer narrative:
Internal complaint reference: (B)(4). Tibiotalar calcaneus fusion with locking posterior foot fusion intramedullary nail in the treatment of peri-talus lesions wang lu-jun, xu wei, wang zi-hong, peng ming-xue, zhang jian-zhong. (B)(6). Doi: 10.3969/j.issn.2095-252x.2021.01.013.

Event description:
It was reported that in the literature review ""tibiotalar calcaneus fusion with locking posterior foot fusion intramedullary nail in the treatment of peri-talus lesion"", 1 patient suffered an intramedullary nail stress fracture 39 months after tibiotalocalcaneal arthrodesis surgery ( ttca) due to a sprain while going down stairs. The patient was treated by open reduction and locked plate internal fixation with minimally invasive percutaneous plate osteosynthesis. The outcome of the patients is unknown. No further information available."

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that per the complaint details, no further information is available. Therefore, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or excessive forces applied to implant. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4).